Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Reportedly, a mass was present on an echocardiogram and the patient was admitted for further evaluation to rule out a thrombus versus vegetation on the rv lead. There were no additional adverse patient effects reported. The crt-d remains in service. Additional information indicates that the blood cultures were negative and there were no signs of systemic infection, it was concluded that the cardiac echodensity was most likely a thrombus.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Reportedly, a mass was present on an echocardiogram and the patient was admitted for further evaluation to rule out a thrombus versus vegetation on the rv lead. There were no additional adverse patient effects reported. The crt-d remains in service.